Event description:
A report was received that following an ipg replacement procedure the patients ipg was too deep and had flipped causing discomfort. The patient underwent another ipg revision wherein the battery was repositioned and was doing well postoperatively.